Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy functional end to end anastomosis, at the first firing, it stopped halfway and would not advance any further. New product was used and there was no problem. There was no patient injury.